Event description:
It was reported that a (B)(6) male; approximately (B)(6). Went into cardiac arrest prior to ems arriving on site. During insertion of the 25mm io needle the driver stopped working completely. It is unknown the exact insertion site, but they were able to get an extremity IV placed. Patient had a previous medical history prior to the cardiac arrest. The patient expired. The medical officer stated that the patient had likely expired before their interventions were initiated. He stated that their efforts were ceased following contact with medical control.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided an ez-io driver that was visibly deformed, most likely due to heat from the motor running continuously for an extended period in storage. The red blinking led light was not activated as the driver had no power. The potential root cause is operational context, as proper storage is required to prevent inadvertent activation. The provided instructions state "remove the trigger guard when using the vascular access pack to prevent accidental activation of the ez-io driver." And includes illustrations for further clarification. No further action will be taken.